Event description:
It was reported that the screw packaged with the implant was impossible to engage. Another component with the same part number was used without incident to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.